Event description:
It was reported that the patient presented with stable angina on (B)(6) 2013. On (B)(6) 2013 the 2.25x28mm xience prime stent was deployed in the mid left anterior descending (lad) artery and the 3.0x28mm xience prime stent was deployed in the proximal lad. Intravascular ultrasound (ivus) was performed and the procedure was completed without any reported device or procedure issues. On (B)(6) 2013 the patient presented to the hospital with angina, and angiogram revealed in-stent restenosis, which was treated with deployment of a 3.5x26mm non-abbott stent implant and a 2.5x38mm xience xpedition. There was no reported adverse patient sequela and the restenosis was resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of the device. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 3.0x28mm xience prime referenced is being filed under a separate manufacturing report number.